Manufacturer narrative:
Block h6 (device codes): the problem code 2979 captures the reportable event of working channel sleeve protrusion. Block h10: visual assessment was performed after disinfection. As received, the working channel sleeve (wcs) protruded. Maximum wcs protrusion remained consistent when the distal tip was articulated by turning the knobs in all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appeared to show evidence of adhesion. The complaint was consistent with the reported complaint incident of working channel sleeve protruding. Based on investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Working channel sleeve protrusion in devices manufactured post 01mar2018 changes has been determined to be a design issue, therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician noticed that the working channel sleeve was protruding from the tip of the spyscope ds. A second spyscopeds was used, the working channel sleeve protruded, scratched the bile duct, and bleeding was noticed. Per the complainant there was no medical treatment required to address the bleed. The procedure was completed with the second spyscope digital access and delivery catheter. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician noticed that the working channel sleeve was protruding from the tip of the spyscope ds. A second spyscopeds was used, the working channel sleeve protruded, scratched the bile duct, and bleeding was noticed. Per the complainant there was no medical treatment required to address the bleed. The procedure was completed with the second spyscope digital access and delivery catheter. The patient's condition at the conclusion of the procedure was reported to be stable.